Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's charger was not working, but the pt still had stimulation. A new charger was sent to the pt. An attempt to determine if the new charger resolved the issue was unsuccessful.